Manufacturer narrative:
B3: date of event, d4: lot number, expiration date, and h4: manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there was a cuff leak. Patient involvement is unknown.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The alleged defect is confirmed, but no manufacturing defect was identified. The complainant sample appears to have been inflated with saline water instead of sterile water. Saline should not be used since salt crystal can form which can cause the inflation valve to not work properly, the airway line to become blocked, and cuffs may be punctured. A review of the device history records could not be completed as no lot number was provided by the customer.